Event description:
Customer alleged the lancet needle will not retract in the multiclix lancing device. Customer reported no accidental stick with a lancet. A request was made for the return of the suspect device and replacement product was sent.